Manufacturer narrative:
This complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21 cfr §803 regulation. There¿s no evidence that suggests that the primary implants replaced during the reported 2-stage revision due to infection were smith+nephew implants. Smith+nephew considers now this record as non-valid.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient underwent a second-stage revision surgery performed on (B)(6) 2023. The cause of the revision surgery is unknown. The patient is currently well.